Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that bd alaris pump module smartsite infusion set was damaged. The following information was received by the initial reporter with the following verbatim. It was reported by customer that writer was priming the IV line to administer the IV med in the med. The tubing was faulty, broken more than half in one part.

Manufacturer narrative:
The customer reported that the tubing was nearly split in two, and returned one unused sample of material 2420-0007, lot 24115117. Upon initial visual examination, the set verified the failure of tubing damage. The tubing was sliced, nearly all the way through, just below the smart site nearest the drip chamber. The manufacturing plant found the root cause for the tubing damage issue to be related to excess solvent application. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.